Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. During preparation of a 24 x 3.00 promus elite drug-eluting stent, the shaft of the balloon catheter snapped. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.